Manufacturer narrative:
Block h6: conclusion code d17is being used in lieu of an adequate conclusion code for device not returned. Medical device code a0401 captures the reportable event of guide catheter broken. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Correction to block e1: initial reporter zip code: (B)(6).

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2021. During the procedure, it was noted that the guide catheter was broken into two pieces and was successfully removed from the patient with a retrieval device. There was no information provided regarding the procedure outcome. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2021. During the procedure, it was noted that the guide catheter was broken into two pieces and was successfully removed from the patient with a retrieval device. There was no information provided regarding the procedure outcome. There were no patient complications reported as a result of this event.